Event description:
During an angioplasty/stenting procedure of the right renal artery, the nc monorail balloon ruptured. The physician performed successful angioplasty and stenting of the left renal artery. The lesion in the right renal artery was pre-dilated prior to deployment of a 5 x 13mm ultrastent. The nc monorail was advanced to the target area to correct residual stenosis in the mid segment of the stent. The balloon was inflated to 16 atms for 5 seconds and expansion of the stent was noted. During the attempted removal of the balloon catheter into the guide catheter, the balloon burst. Resistance was noted during the attempt to remove the balloon and after several attempts, the mid-shaft of the catheter fractured. Several unsuccessful attempts were made to retrieve the fractured segment. The pt was taken to the operating room for removal of the retained nc monorail segment. The removal was difficult due to the degree of calcification of the aorta. An endarterectomy of the aorta was performed. The pt returned to surgery due to multiple sites that were bleeding into the peritoneum. The pt expired. An autopsy was performed. Cause of death was listed as "massive hemoperitoneal exsanguination."